Manufacturer narrative:
The cable was returned for analysis. Functional testing determined that the cable was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Relevant device(s) are: product ID: 9735776, serial/lot #: unk. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system camera was not operating as designed. It was reported that the system displayed the localizer was not connected. There was no patient present when this issue was identified.